Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Event description:
The customer's husband reported that the insulin pump alarmed no delivery and motor error. The insulin pump was not delivering insulin and the customer had a very high blood glucose. The insulin pump shut off with a no delivery alarm and then turned back on with the no delivery alarm. She was at the doctor's office getting an IV. Customer's blood glucose level was above 600 mg/dl. The customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.